Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the lasik corneal flap was thin in both eyes, and could not be lifted to complete the treatment. The procedure was aborted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
A company representative visited the customer site verified diameter and depth calibration in cataract mode before switching over to flap mode for depth/thickness verification. System was found to meet specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is (B)(4).